Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product information. The initial reporting stated, the polyethylene wear was minimal for being implanted for five years. The investigation could not draw any conclusions about the reported infection; however, infection after approximately five years implantation is unlikely to be product related. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During a revision to address infection suspected to have been caused by an infected ingrown toenail, minimal poly wear of the insert was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.